Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited oversensing when the patient performed abdominal contractions.